Manufacturer narrative:
Additional manufacturer narrative: the device was returned and evaluated. The monitor was tested for four (4) consecutive days via simulator, with no issues occurring during the performances tests. Unfortunately, the reported event was unable to be replicated. Review of the manufacturing records support that the device passed all inspections - while a non-conformance was noted, the issue was unrelated to the customer¿s complaint. It unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as there was no indication or evidence of a manufacturing issue. No further actions are will be pursued at this time.

Event description:
As reported, stroke volume (sv) and systemic vascular resistance (svr) values were giving low readings while using an ev1000 platform during use on a patient. These values were compared to a deltex odm+ (doppler): sv was approximately 50 ml/beat and svr reading was between 1000 and 2600 dynes-sec-cm. It was noted that calibration was done properly according to the directions for use (dfu). The signal was continuous and the numbers were changing from one extreme to another in a matter of seconds. Waveforms were normal looking; however, the abnormal values were alarming. The problem occurred from start of use of the system. The inaccurate values were recognized and the patient was not treated off the displayed values. There is no report of any patient compromise as a result of the issue.

Manufacturer narrative:
Additional manufacturer narrative: the device evaluation is anticipated; however, the system has not been returned at this time. A supplemental report will be submitted with findings once the device is received and evaluated. No further actions possible at this time.